Manufacturer narrative:
The exact date of the event is unknown, event occurred a year ago. Explant date: procedure happened a years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 21274339/5004964.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.